Event description:
Ous MDR - boston scientific received information that during the implant procedure, this right atrial (ra) lead was difficult to position. The physician felt resistance during helix extension and retraction. The lead was successfully implanted. However, the next day pacing failure was observed. An x-ray confirmed the lead was dislodged. During the revision procedure, the helix was not functioning well so the lead was explanted and replaced with another lead of the same model. No additional adverse patient effects were reported. The lead was not planned to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.